Event description:
This spontaneous case was received on (B)(6) 2013 from a sales representative via a physician and concerns an unknown female patient. The patient's medical history and concomitant medications were not reported. On an unknown date, the patient was administered with sculptra aesthetic (poly-l-lactic acid) for an unknown indication. The batch number used was not reported. On an unknown date, the patient experienced autoimmune reaction and was sick for 6 months. It was reported the patient also experienced pain in her head and papules on the inside of her mouth. The patient was treated in (B)(6), but came to (B)(6) to be evaluated because of the adverse events. The reporter did not provide a causality assessment. Medical information attempted to contact the reporter by phone, but was unsuccessful. No additional information available at this time. (B)(4).

Manufacturer narrative:
Pharmacovigilance comment: (B)(4): autoimmune disorder, malaise, headache, oral papule assessed as serious and possibly related.